Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2000. Aneurysm and vessel morphology was unknown. It was reported that the pt had a type ii endoleak and aneurysm growth. The physician converted the pt to open surgical repair. The explant procedure was completed and no additional clinical sequelae were reported. The pt was sent to the intensive care unit in stable condition. The explanted stent was received in 2004 and its analysis is pending.